Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative report: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Name of operation: repair of ventral hernia. Anesthesia: general anesthesia. Anesthesiologist: (B)(6) , md. Estimated blood loss: minimal. Complications: none. Drains: none. Findings: a 6-m fascial defect. Specimen: omentum. Description of operation: ¿the patient under general endotracheal anesthesia, the abdomen was prepped with betadine and draped in usual way. Just above the umbilicus, a transverse incision was performed. Incision was deepened through the subcutaneous tissue. Minute bleeders clotted by electrocautery. The site of omentum, where a pseudocapsule was encountered, was dissected circumferentially until reaching the fascial defect. The 2 openings, where the small 1 to the connected, openings inside the fascia was connected, small ridge of the fascia. The omentum redundant was excised and sent to pathology. Then, the ridge was cut. Then, connecting to the 2 fascial defects. The fascial defect was able to approximate easily without significant tension. Therefore, it was closed transversely using interrupted suture ethibond #0 placed approximately 0.5 cm apart. Subuctaneous tissue was closed using 3-0 chromic and skin was closed using subcuticular sutures of vicryl 4-0. The patient tolerated this procedure well. There was no complication and the patient left operating room to recovery in satisfactory condition.¿ on (B)(6) 2013: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Name of operation: laparoscopic repair of recurrent ventral hernia with mesh. Anesthesiologist: (B)(6) , md. Findings: the patient presents with 8 x 10 cm hernia. The mesh placed is about 20 x 30 cm dualmesh gore tex. Double crown packing technique was used. Description of operation: ¿the patient under general endotracheal anesthesia, the abdomen was prepped with betadine and draped in usual way. Initially using a veress needle, co2 pneumoperitoneum was created by inserting veress needle and located in the left upper quadrant. After creation of pneumoperitoneum, a 5-mm trocar port was inserted in the left upper quadrant below the ribcage at the left anterior axillary line and another in the left lower quadrant. A 12-cm trocar port was located in the left anterior axillary line at the level of the umbilicus. At this point, the pressure decreased to 15 mmhg, a dualmesh gore-tex was inserted into the peritoneal cavity. It was marked correctly. Then, the localization of the mesh was assisted by placing spinal needles. Spinal needles were placed around the hernia defect. Prior to insertion of mesh, there was presence of omentum inside the hernia sac which was taken down by harmonic scalpel. At this point, the mesh was tacked to the anterior abdominal wall using double crowning technique using metallic packs from covidien. The patient has tolerated the procedure well. There were no complications. The trocar ports were removed and trocar site was infiltrated with marcain 0.25% for postop pain control and the skin edge was sutured with interrupted suture of nylon 4-0. The patient tolerated well and left the operating room to recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2013: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: acute bowel obstruction. Postoperative diagnosis: acute bowel obstruction. Name of operation: exploratory laparotomy and removal of the mesh, reduction of incarcerated small bowel and repair of recurrent ventral hernia. Anesthetist: (B)(6) , crna. Findings: the patient presents an area of disruption of tacks between the gore tex dualmesh graft and anterior abdominal wall located in the left upper quadrant area. A loop of small bowel, was caught in between the mesh and anterior abdominal wall through [sic] a small vent in between, and became incarcerated. The small bowel was viable, dilated but not ischemic. The ventral hernia was repaired with direct repair with prolene continuous suture. Description of operation: ¿the patient under general endotracheal anesthesia, the abdomen was prepped with betadine and draped in usual way. A transverse incision was performed. Incision was deepened through the subcutaneous tissue. Once opened the subcutaneous tissue in the left upper quadrant area, found out the presence of dislodgment of packs between the graft and anterior abdominal wall. There was loops of small bowel present. This was viable and reduced today easily. Because of the disruption, I decided then removed the dualmesh graft. Tacks were taken down from the peritoneal fascia. The graft was sent for gross identification. The small bowel again was rechecked. There was no evidence of ischemic bowel. The loop of bowel were reduced back inside the peritoneal cavity. The fascial defect was able to be approximated without tension. I have decided not to use a new mesh because I was not sure regarding possibility of bacteremia during the period in which the small bowel was stuck inside the pocket between the disrupted mesh area and anterior abdominal wall. Therefore, the peritoneal anterior rectus fascia was closed using running suture of prolene #1 in a single layer. The subcutaneous tissue presents a cavity of the hernia and therefore, the jackson-pratt drain #10 french was placed in the subcutaneous location and brought out through the right lower quadrant. The subcutaneous tissue was approximated using 2-0 chromic and skin was closed with surgical staples. Estimated blood loss less than 100 ml. There were no complications and the patient left the operating room to recovery room in satisfactory condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a "alleged gore mesh product" was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction and mesh removal. Additional event specific information was not provided.